Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elevated blood glucose (bg) level occurred. The cause for the elevated bg level was unknown, and a specific bg value was not provided. A bolus was delivered and a manual insulin injection was administered to address bg level. The customer declined to perform a pump system check with tandem technical support.